Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Product investigation summary: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part 314.743, lot 5309788) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Specific details regarding the technique used/application that led to the device failure were not provided; however, it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Further evaluation, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located such that only approximately 8mm of the shaft distal to the drive shaft helix remains. The broken tip is therefore approximately 13.5mm and was not returned. The drive shaft helix shows significant wear. The proximal connecting post shows scraping and small indents. The balance of the device shows wear and surface scratches, but is in otherwise good condition. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. A review of the current design drawing and the manufactured revision was performed. The design history was determined to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued over its approximately 9 year lifespan. It is critical for reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Devices with a torque of up to 17nm exist and were likely used in this case. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer shaft broke off into several pieces during an open reduction internal fixation (orif) of a left (l) femur including a lateral entry femoral nail. At some point near the end of the procedure after the nail was implanted, it was discovered via x-ray that the tip had broken. This created an approximate 5 minute surgical delay. No fragments were left in the patient/were seen via x-ray. Procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Utilized as patient exposed to unintended x-ray imaging to confirm no fragments subject device has been received and is currently in the evaluation process. DHR review ¿ criterion tool & die manufactured the drive shaft ¿ minimum 520 mm length ¿ for use with ria, (B)(4), and lot number 5309788 (supplier lot 14564-01). The supplier¿s certificate of compliance (dated (B)(6) 2006) indicates the parts were manufactured to p/n 314.743, revision ¿g¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number 314if741, revision ¿f¿, completed (B)(6) 2006. No mrrs or ncrs were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.